Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('severe menstrual pain/pain') and salpingitis ('there is bilateral swelling at the distal end of the essure implants') in an adult female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, uterine bleeding, adenomyosis, submucous leiomyoma of uterus, uterine adhesions, paratubal cyst, endometrial polyp and umbilical hernia. Previously administered products included for an unreported indication: toradol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("heavy and abnormal menstrual bleeding") and abdominal distension ("bloating."). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, salpingitis, dyspareunia, heavy menstrual bleeding and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and salpingitis to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. As per mr, discrepancy noted in date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube enlargement lot number: b21579 manufacturing date: 2013/04 expiration date: 2016/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('severe menstrual pain/pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating.") And dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('severe menstrual pain/pain') and salpingitis ('there is bilateral swelling at the distal end of the essure implants') in an adult female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative, uterine bleeding, adenomyosis, submucous leiomyoma of uterus, uterine adhesions, paratubal cyst, endometrial polyp and umbilical hernia. Previously administered products included for an unreported indication: toradol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating.") And dyspareunia ("dyspareunia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, salpingitis, menorrhagia, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, menorrhagia and salpingitis to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. As per mr, discrepancy noted in date of removal: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube enlargement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information, race information, medical history, lot number, event "there is bilateral swelling at the distal end of the essure implants" and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('severe menstrual pain/ pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and abnormal menstrual bleeding"), abdominal distension ("bloating.") And dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, menorrhagia, abdominal distension and dyspareunia outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.